Event description:
It was reported by the customer that the insulin pump was alarming. Customer stated they could not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 400 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion test. No alarm or displacement anomaly was noted. The insulin pump alarmed for no delivery during the excessive no delivery alarm test due to a faulty force sensor resistor. The functional tests could not be completed due to the no delivery alarm. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.